Manufacturer narrative:
(B)94). The sample was not returned for evaluation; therefore, a device analysis could not be performed. If additional relevant information or samples become available, a follow-up report will be submitted.

Event description:
It was reported that a one-link needle-free IV connector under-infused. This occurred during a patient infusion. The reporter stated that half of the expected volume was infused in the allotted time. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.